Event description:
Spontaneous call from pt who reports that she was infusing today and when she loaded the 60ml syringe containing gammagard liquid drug, the syringe flew out of the freedom pump resulting in a small grey piece on the right side of the pump breaking off and now the pump will not crank back into place. Pt stated the medication did not spill. Pt will infuse manually and will get her full dose infused today. No adverse effects were experienced and replacement pump will be sent. The reported product fault occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. Reported to (B)(6) by pt/caregiver. Diagnosis or reason for use: nonfamilial hypogammaglobulinemia. Strength: f10050.